Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that there is supposed to be "no power failure alarm". When he unplugged the unit there was no high pitch alarm to notify them that the power source was cut off.